Manufacturer narrative:
(B)(4) has not been initiated for this issue. Model crossfire t6 serial number/date (B)(4) is approximately 11 months of age. The user manual part number1134872 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers is (B)(6), height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The arms on the wheelchair allegedly do not lock in place. End user was allegedly transferring from the wheelchair to the commode when the arm allegedly unlocked and the end user allegedly fell to the floor. Injury is alleged.